Event description:
It was reported that a balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, the balloon was inflated at 7atm for 10 seconds. However, it was noted that the balloon failed to deflate and the deflation was slow. The procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition post procedure.

Event description:
It was reported that a balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, the balloon was inflated at 7atm for 10 seconds. However, it was noted that the balloon failed to deflate and the deflation was slow. The procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood within the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. Once removed from the bath, the returned device was attached to an encore inflation unit. No issues were noted with the balloon material or blades of the device upon inflation. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No issues were identified during the product analysis.